Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states unit shuts off with no lights on or alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery was not holding a charge causing the unit to shut down, which confirmed the original complaint issue. If the battery was discharged, it may have also caused all of the front panel lights to go dark. However, there was no indication of a failure of the alarms to function. The unit displayed a 3/4 alarm due to sieve bed saturation.

Event description:
Dealer states unit shuts off with no lights on or alarms.